Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had a distorted display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer is reporting that the device has a distorted display. Insufficient information is available to determine the resolution of the event. The customer cancelled the work order, and no further actions were performed by philips. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.